Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the larger balseal is missing and the smaller balseal is damaged and still intact. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring was broken and came off while extracting the insert trial.